Event description:
It was reported that during an unk procedure, blade error occurred at operation check with the generator. Another device was used to complete the case. There were no adverse consequences to the patient. One device returning.